Event description:
It was reported to covidien on 01/14/2009 that a customer had an issue with a pre-filled syringe. Customer reports she began feeling ill on (B) (6) following flushes to her PICC line which is done every 12 hours. Customer reports by (B) (6), she spiked a temperature of 104.2 and experienced extreme body aches following night dosage of two 10ml sodium chloride flushes and one 5ml heparin flush. Customer reports she went to the emergency room and was admitted and diagnosed with serratia marcescens.

Manufacturer narrative:
(B) (4). An investigation is currently underway; upon completion, the results will be forwarded. It should be noted that this product undergoes a terminal sterilization process, which would easily destroy the reported organism.